Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the user no longer has hearing benefit from the device. Re-implantation is considered. No date has been provided yet.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. Other damages found during device investigation are most likely related to the explantation surgery. In addition, the electrode array migrated postoperatively as it was reportedly found completely out of cochlea during explantation. The problems given in the recipient report appear to match the damage found. This is final report.

Event description:
Reportedly, the user no longer has hearing benefit from the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user no longer has hearing benefit from the device.